Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by power failure, no power to the station. The field service engineer replaced the drawer and configured the drawer in the application to resolve the issue. The field service engineer confirmed that there was a delay in dispensing medication to the patients. The system functioned as intended after the field service troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a power failure, and the device was not running. The customer reported able to get medications from another station and there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.